Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 5/20/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on(B)(6)2021. It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. During the procedure, the pentaray catheter was attempted to be introduced through the carto vizigo¿ 8.5f bi-directional guiding sheath - large twice but it was not possible. Although a smart touch catheter could be introduced, there was resistance when they were trying to introduce the pentaray. No occlusion occurred when the sheath was irrigated. The sheath was not narrowed, nor partially/completely blocked. A damage to the valve or hub (unclear which portion) was noticed. Clarification was later received stating that the valve of the vizigo was displaced. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. It was used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal and there was no blood return observed. The sheath was replaced, and the issue was resolved. No patient consequences were reported. Device evaluation: visual analysis of the returned sample revealed that the vizigo sheath was in normal condition. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. A device history record (DHR) evaluation was performed for the finished device 00001253 number, and no internal actions related to the reported complaint condition were identified. Based on the completed DHR, the d4. Expiration date has been populated with 1/19/2021 and h4. Device manufacture date has been populated with 1/20/2020. As part of biosense webster inc¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Date of event - the reported event year is 2021. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath large and a hemostatic valve separation issue occurred. During the procedure, the pentaray catheter was attempted to be introduced through the carto vizigo" 8.5f bi-directional guiding sheath - large twice but it was not possible. Additional information was received on 3/30/2021 as well as on 4/8/2021: although a smart touch catheter could be introduced, there was resistance when they were trying to introduce the pentaray. No occlusion occurred when the sheath was irrigated. The sheath was not narrowed, nor partially/completely blocked. A damage to the valve or hub (unclear which portion) was noticed. Clarification was later received stating that the valve of the vizigo was displaced. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. It was used on the patient and air did not enter the patients body. The issue did not require percutaneous or surgical removal and there was no blood return observed. The sheath was replaced, and the issue was resolved. No patient consequences were reported. With the information received on 3/30/2021 stating that there was damage on the valve or hub of the sheath, this is being conservatively reported as a hemostatic valve separation product malfunction. The awareness date for the additional information received is 3/30/2021.